Manufacturer narrative:
The product has not returned for analysis, however, picture were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation afib ¿ paroxysmal ablation procedure with a vizigo and during the operation, the ¿outer sheath could not enter atrial septum even the inner sheath passed through it¿. Withdrawing the device out, it was found that there was a gap between the inner and outer sheath. A second device was used to complete the operation. There was no adverse event reported on patient. Additional information was received which indicated that no visible damage was observed on the dilator. There was no damage observed on tip or shaft. No blockage was found.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation afib ¿ paroxysmal ablation procedure with a vizigo and during the operation, the ¿outer sheath could not enter atrial septum even the inner sheath passed through it¿. Withdrawing the device out, it was found that there was a gap between the inner and outer sheath. A second device was used to complete the operation. There was no adverse event reported on patient. Additional information was received which indicated that no visible damage was observed on the dilator. There was no damage observed on tip or shaft. No blockage was found. The investigation was completed on 10-sep-2025. A picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the pictures provided by the customer, the dilator tip was observed passed through the vizigo sheath, no damages or anomalies were observed on the tip of the sheath nor the tip of the dilator; however, the photo provided by the customer does not provide sufficient information related to the customer complaint; therefore, the uneven transition between the dilator and the brite tip issue and the intracardiac resistance issue cannot be confirmed at this time based on the pictures provided by the customer. The customer complaint was not confirmed based on the picture received. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation on 03-sep-2025. Visual inspection and dimensional test of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample revealed that the tip of the sheath was bumped and the dilator tip was bent. A dimensional test was performed on the outer diameters of the shaft sheath and dilator, and the results were found within specifications. A device history review was performed for the finished device batch number, and no internal actions were identified. The intracardiac resistance and uneven transition between the dilator and brite tip issues reported by the customer were confirmed due to the bumped tip. The dilator damage could be related to the intracardiac resistance issue. The bumped tip could be related to a potential skin incision size relative to the sheath during the procedure or the manipulation of the device before or during the procedure; however, this could not be conclusively determined. The potential cause of the bent dilator could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) of the device contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: appropriate term/code not available (c22) / investigation conclusions: no problem detected (d14) were selected as related to the photo provided. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: guide (g04061) were selected as related to the customer¿s reported ¿outer sheath could not enter atrial septum even the inner sheath passed through it¿ issue. In addition, biosense webster inc. Analysis finding of the ¿dilator tip was bent¿. -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: tip (g04129) were selected as related to the customer¿s reported ¿outer sheath could not enter atrial septum even the inner sheath passed through it¿ and ¿a gap between the inner and outer sheath¿ issues. In addition, biosense webster inc. Analysis finding of the ¿tip of the sheath was bumped¿. During an internal review on 05-sep-2025, noted a correction to the 3500a initial under h6. Medical device problem code as added ¿nonstandard device (a020102)¿ and should have processed it as ¿fitting problem (a1208)¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During an internal review on 24-sep-2025, noted a correction to the 3500a follow-up #1. In the 3500a follow-up #1 in h11. Additional manufacturer narrative reported, "the product was returned to johnson & johnson medtech (j&j medtech) for evaluation on 03-sep-2025." However, in error did not process the following fields: -d9. Is device returned to manufacturer? -d9. Device available for evaluation? -d9. Date device returned to manufacturer. Therefore, processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).